Manufacturer narrative:
The reported event that distal lateral fibula plate, 5 hole, sterile was alleged of 'no locking effect' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was discarded.

Event description:
During variax fibula surgery, a locking screw did not lock to a distal hole of a variax fibula plate. The surgeon exchanged it to a new screw but the situation did not change. There was approx. 3 min delay in the surgery. The surgeon did not insert any screw to the screw hole.